Event description:
During a delivery, the vacuum release on the vacuum-assisted device would not release. The physician had to cut the device in order to release the vacuum. There was no report injury.